Manufacturer narrative:
Batch review performed on 01 april 2019: lot 1854515: (B)(4) items manufactured and released on 14-dec-2018. No anomalies found related to the problem. To date, another similar event has been reported on this same lot (complaint (B)(4) [MDR 2019-0017]). Visual inspection performed by r&d project manager: the spring ball plunger has come apart. It is possible that this occurrence could have been influenced by variation in production/assembly however this cannot be confirmed.

Event description:
During surgery, the locking ball fell out from the handle. The surgeon used a straight broach handle to complete the surgery.